Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upstream occlusion error' which were verified through a review of the event history log and reproduced while running flow test. The cause was determined to be an out of calibration ultrasonic sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusions error. There was no patient involvement. No additional information is available.